Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead, the patient was hospitalized due to periods of asystole. Cardiopulmonary resuscitation (CPR) was performed and the patient stabilized. It was also reported the rv lead exhibited high impedance, intermittent non-capture, oversensing, and noise. The rv lead was inactivated, and remains in the patient. A transvenous system was implanted. No patient complications have been reported as a result of this event.